Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the product is in use, the aortic ball gauge counterpulsation catheter is not inflated for counterpulsation after the ball gauge is placed". To continue therapy, the catheter was removed and another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the distal end of the teflon sheath was at approximately 31.5cm from the iabc distal tip. The one way-valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 28.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. Upon cleaning the iabc bladder, the central lumen within the flex-tip assembly area was noted broken at approximately 5.9cm from the iabc distal tip. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 15cm from the iabc luer. The guidewire was able to advance through the central lumen and blood had exited the central lumen and entered the bladder with the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "counter pulsation catheter is not inflated" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. The damaged central lumen can result in an inability of the bladder to fully inflate. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "when the product is in use, the aortic ball gauge counterpulsation catheter is not inflated for counterpulsation after the ball gauge is placed". To continue therapy, the catheter was removed and another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".